Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction, identified as a momentary power loss to the vibrator motor, was reset with assistance from technical support, and it did not recur. The customer was instructed to continue using the pump and to report back if the issue reappeared.